Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, the proximal end of a trunk-ipsilateral leg endoprosthesis was deployed from just below the left renal artery. The ipsilateral leg was then reportedly deployed while pushing up. After all devices were implanted, an intra-operative angiograph reportedly revealed that the trunk-ipsilateral leg had moved proximally (distance not reported), and the left renal artery was approximately 90% covered. However, the blood flow of the left renal artery was confirmed. A stent was implanted in the left renal artery to preserve blood flow, and the procedure was concluded without any further reported issues. The patient tolerated the procedure. The physician stated that the trunk-ipsilateral leg might have moved proximally when the ipsilateral leg was deployed while pushing up.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿